Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and determined the results were within the acceptable range. There was no indication of a performance issue with the reagent. The field service engineer discovered the ise sample probe external wash level was too high and that was leaving water droplets on the probe. He adjusted the external wash of all the probes. He performed precision testing and had acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas c 501 module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial results were not reported outside the laboratory. Due to the customer "monitoring results due to a recurring ise problem," the customer performed repeat testing with the sample on the same analyzer. The patient's initial results were na 115 mmol/l with a data flag and cl 116.8 mmol/l. The patient's repeat results were na 134 mmol/l and cl 101.5 mmol/l. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.